Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was not verified. Replaced the hard drive. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would not save images. The system worked after reboot. There was no report of patient injury.